Event description:
It was reported that a female patient underwent thermage procedure of the lower abdomen immediately following a liposuction procedure. Tumescent anesthesia was used to manage pain. At the patient's follow up on (B)(6) 2011, a 1" x 1/2" 2nd degree burn was noted just below the umbilicus along with several 1st degree burns in the right lower quadrant of the abdomen. The patient was prescribed silvadene cream, a topical antibiotic. The patient did not return for follow up until (B)(6) 2011 at which time she reported to the physician at the treatment facility that she had seen her primary care physician on (B)(6) 2011 due to a large necrotic area under her umbilical region. The primary care physician performed a debridement and the patient also underwent wound care management. The physician at the treatment facility assessed the patient and reported that the scarring the patient developed due to the burns received post thermage treatment were permanent.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. It was reported that tumescent anesthesia was used to manage pain during the thermage treatment. It is stated in the user's manual: "note: avoid injected or tumescent anesthesia or nerve blocks. Solta medical strongly discourages the use of local injections and tumescent anesthetic techniques to manage patient comfort during the solta medical procedure. Injecting lidocaine or similar anesthesia or other substances into the treatment area will change the natural electrical resistance and alter the tissue heating profile in an unpredictable way. Caution: use of these types of pain management techniques add an increased risk of tissue injuries, including surface irregularities."